Event description:
Multiple patient samples experienced discrepant results in between ten days. The following examples were provided, repeat testing performed using different methodology. In 2008, patient 1, initial amylase result 136 u/l, repeat 89 u/l. Erroneous results were not reported. The field service representative determined the reagent was contaminated and replaced the reagent. Performance tests were performed and within specification.

Event description:
Multiple patient samples experienced discrepant results in between ten days. The following examples were provided, repeat testing performed using different methodology. In '08, patient 8, initial calcium result 2.9 mg/dl, repeat 8.2 mg/dl. Erroneous results were not reported. The field service representative determined the reagent was contaminated and replaced the reagent. Performance tests were performed and within specification.

Event description:
Multiple patient samples experienced discrepant results in between ten days. The following examples were provided, repeat testing performed using different methodology. In '08, patient 12, initial calcium result 4.5 mg/dl, repeat 8.9 mg/dl. Erroneous results were not reported. The field service representative determined the reagent was contaminated and replaced the reagent. Performance tests were performed and within specification.

Event description:
Multiple patient samples experienced discrepant results in between ten days. The following examples were provided, repeat testing performed using different methodology. In '08, patient 10, initial calcium result 4.0 mg/dl, repeat 8.9 mg/dl. Erroneous results were not reported. The field service representative determined the reagent was contaminated and replaced the reagent. Performance tests were performed and within specification.

Event description:
Multiple patient samples experienced discrepant results in between 10 days. The following examples were provided, repeat testing performed using different methodology. In '08, patient 13, initial calcium result 2.3 mg/dl, repeat 8.1 mg/dl. Erroneous results were not reported. The field service representative determined the reagent was contaminated and replaced the reagent. Performance tests were performed and within specification.

Event description:
Multiple patient samples experienced discrepant results in between ten days. The following examples were provided, repeat testing performed using different methodology. In '08, patient 19, initial calcium result 4.8 mg/dl, repeat 8.6 mg/dl. Erroneous results were not reported. The field service representative determined the reagent was contaminated and replaced the reagent. Performance tests were performed and within specification.

Event description:
Multiple patient samples experienced discrepant results in between ten days. The following examples were provided, repeat testing performed using different methodology. In '08, patient 20, initial calcium result 4.4 mg/dl, repeat 8.9 mg/dl. Erroneous results were not reported. The field service representative determined the reagent was contaminated and replaced the reagent. Performance tests were performed and within specification.

Event description:
Multiple patient samples experienced discrepant results in between ten days. The following examples were provided, repeat testing performed using different methodology. In '08, patient 21, initial calcium result 4.0 mg/dl, initial sodium result 140 mmol/l, repeat calcium result 8.5 mg/dl, repeat sodium result 132.1 mmol/l. Erroneous results were not reported. The field service representative determined the reagent was contaminated and replaced the reagent. Performance tests were performed and within specification.

Event description:
Multiple patient samples experienced discrepant results in between ten days. The following examples were provided, repeat testing performed using different methodology. In '08, patient 14, initial calcium result 5.3 mg/dl, repeat 9.8 mg/dl. Erroneous results were not reported. The field service representative determined the reagent was contaminated and replaced the reagent. Performance tests were performed and within specification.

Event description:
Multiple patient samples experienced discrepant results in between ten days. The following examples were provided, repeat testing performed using different methodology. In '08, patient 16, initial calcium result 4.1 mg/dl, repeat 9.0 mg/dl. Erroneous results were not reported. The field service representative determined the reagent was contaminated and replaced the reagent. Performance tests were performed and within specification.

Event description:
Multiple patient samples experienced discrepant results in between ten days. The following examples were provided, repeat testing performed using different methodology. In '08, patient 15, initial calcium result 4.0 mg/dl, repeat 9.2 mg/dl. Erroneous results were not reported. The field service representative determined the reagent was contaminated and replaced the reagent. Performance tests were performed and within specification.

Event description:
Multiple patient samples experienced discrepant results in between ten days. The following examples were provided, repeat testing performed using different methodology. In '08, patient 17, initial calcium result 3.5 mg/dl, repeat 7.8 mg/dl. Erroneous results were not reported. The field service representative determined the reagent was contaminated and replaced the reagent. Performance tests were performed and within specification.

Event description:
Multiple patient samples experienced discrepant results in between 10 days. The following examples were provided, repeat testing performed using different methodology. In '08, patient 7, initial calcium result 2.5 mg/dl, initial sodium result 138 mmol/l, repeat calcium result 7.4 mg/dl, repeat sodium result 132 mmol/l. Erroneous results were not reported. The field service representative determined the reagent was contaminated and replaced the reagent. Performance tests were performed and within specification.

Event description:
Multiple patient samples experienced discrepant results within ten days. The following examples were provided, repeat testing performed using different methodology. In '08, patient 18, initial calcium result 5.7 mg/dl, repeat 9.5 mg/dl. Erroneous results were not reported. The field service representative determined the reagent was contaminated and replaced the reagent. Performance tests were performed and within specification.

Event description:
Multiple patient samples experienced discrepant results in between ten days. The following examples were provided, repeat testing performed using different methodology. In '08, patient 6, initial calcium result 13.5 mg/dl, repeat 9.1 mg/dl. Erroneous results were not reported. The field service representative determined the reagent was contaminated and replaced the reagent. Performance tests were performed and within specification.

Event description:
Multiple patient samples experienced discrepant results with ten days range. The following examples were provided, repeat testing performed using different methodology. In 2008, patient 23, initial calcium result 4.8 mg/dl, repeat 9.2 mg/dl. Erroneous results were not reported. The field service representative determined the reagent was contaminated and replaced the reagent. Performance tests were performed and within specification.

Event description:
Multiple patient samples experienced discrepant results in between ten days. The following examples were provided, repeat testing performed using different methodology. In '08, patient 5, initial calcium result 11.5 mg/dl, repeat 8.6 mg/dl. Erroneous results were not reported. The field service representative determined the reagent was contaminated and replaced the reagent. Performance tests were performed and within specification.

Event description:
Multiple patient samples experienced discrepant results in between ten days. The following examples were provided, repeat testing performed using different methodology. In '08, patient 25, initial calcium result 5.2 mg/dl, repeat 9.5 mg/dl. Erroneous results were not reported. The field service representative determined the reagent was contaminated and replaced the reagent. Performance tests were performed and within specification.

Event description:
Multiple patient samples experienced discrepant results in between ten days. The following examples were provided, repeat testing performed using different methodology. In '08, patient 3, initial calcium result 13.3 mg/dl, repeat 9.4 mg/dl. Erroneous results were not reported. The field service representative determined the reagent was contaminated and replaced the reagent. Performance tests were performed and within specification.

Event description:
Multiple patient samples experienced discrepant results in between ten days. The following examples were provided, repeat testing performed using different methodology. In '08, patient 9, initial calcium result 2.1 mg/dl, repeat 7.7 mg/dl. Erroneous results were not reported. The field service representative determined the reagent was contaminated and replaced the reagent. Performance tests were performed and within specification.

Event description:
Multiple patient samples experienced discrepant results in between ten days. The following examples were provided, repeat testing performed using different methodology. In '08, patient 11, initial calcium result 3.8 mg/dl, repeat 8.4 mg/dl. Erroneous results were not reported. The field service representative determined the reagent was contaminated and replaced the reagent. Performance tests were performed and within specification.

Event description:
Multiple patient samples experienced discrepant results in between ten days. The following examples were provided, repeat testing performed using different methodology. In '08, patient 22, initial calcium result 3.4 mg/dl, repeat 8.1 mg/dl. Erroneous results were not reported. The field service representative determined the reagent was contaminated and replaced the reagent. Performance tests were performed and within specification.

Event description:
Multiple patient samples experienced discrepant results in between ten days. The following examples were provided, repeat testing performed using different methodology. In '08, patient 24, initial calcium result 5.0 mg/dl, repeat 8.8 mg/dl. Erroneous results were not reported. The field service representative determined the reagent was contaminated and replaced the reagent. Performance tests were performed and within specification.

Event description:
Multiple patient samples experienced discrepant results in between ten days. The following examples were provided, repeat testing performed using different methodology. In '08, patient 4, initial calcium result 12.7 mg/dl, repeat 9.3 mg/dl. Erroneous results were not reported. The field service representative determined the reagent was contaminated and replaced the reagent. Performance tests were performed and within specification.

Event description:
Multiple patient samples experienced discrepant results in between 10 days. The following examples were provided, repeat testing performed using different methodology. In '08, patient 2, initial calcium result 10.4 mg/dl repeat 9.1 mg/dl. Erroneous results were not reported. The field service representative determined the reagent was contaminated and replaced the reagent. Performance tests were performed and within specification.